Event description:
The user facility reported that during a therapeutic colonoscopy, the endoloop became stuck at the base of the polyp and did not deploy properly. The endoloop reportedly became stuck, and the physician proceeded to cut the handle of the device and withdrew the sheath of the endoloop, then removed the colonoscope from the pt. The same endoscope was reinserted into the pt in parallel to the endoloop wire, and a hot biopsy forceps (model unk) was used to release the endoloop. A snare (model unk) was then used to ligate and remove the polyp. Both the endoloop and polyp were removed from the pt. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The device was received in a biohazardous condition, which limited the eval to visual inspection only. The device was received with the endoloop still attached to the distal end. The handle was cut from the remainder of the device and the tube joint was not completely pulled to the proximal end, which likely caused the user's experience. The device instructions for use states that the tube sheath should be pulled completely towards the proximal end, in order for the coil sheath to be extended beyond the tube sheath. The exact cause of the user's experience could not be conclusively determined at this time. However, user handling could not be eliminated as a contributing factor to the reported event. The device has been sent to the original equipment manufacturer (OEM) for further investigation. If add'l and significant info becomes available a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.